Event description:
It was reported that the user attempted to pair a dexcom g7 sensor with the ilet but did not enter the pairing code and did not successfully pair the sensor with the ilet. Symptoms included no alerts or alarms and a notification indicating that the blood glucose run was expiring soon. Hyperglycemia of 336 mg/dl was noted. Outcomes included the need for troubleshooting to restore sensor pairing with the ilet. Investigation included review of use error and user education on correct pairing steps for the dexcom g7 with the ilet. Investigation of this case revealed user error related to entering the wrong sensor pairing code and attempting pairing under the wrong sensor workflow. It was concluded, based on previously established findings for similar reports, that the cause was user error and device use not in accordance with instructions for use.